Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a wearable failure which occurred 2 days after the sensor was inserted into the arm. On (B)(6) 2024, around 4:30pm, the patient¿s spouse left the house. The patient had a cgm (continuous glucose monitor) reading of 55 mg/dl at this time, which the reporter stated was accurate. There was no documentation of whether the patient treated himself for this reading. The patient¿s spouse returned home around 7pm, where she found the patient had passed out. His sensor then stated it had failed. Since she was not at home with him, it is not known when the sensor failed. Ems (emergency medical services) was called. Once ems arrived, a bg (blood glucose) meter reading was taken and found to be ¿really low,¿ but no specific value was reported. The reporter could not recall what medication or treatment was provided to the patient by ems. There was no documentation that the patient was taken to the ER (emergency room). The patient was in stable condition at the time of the report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.